Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported small volume folfusor contained particulate matter. The particle was discovered before patient use. The is unsure if the particle is on the bladder or inside it. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date:(B)(4) 2017 ¿ (B)(4) 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a black particle on the filter. The dark particle had spectral features consistent with polyester from the white net. The dark discoloration was identified as small pieces of copper. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.